Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. On (B)(6) 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.

Event description:
Medtronic neurosurgery received a report that a CT scan showed a bioglide snap shunt disconnection. The patient was urgently brought to the operating room for retrieval of the catheter and insertion of an evd.